Event description:
The patient had a pocket revision due to the precision system flipping over in the pocket. The physician moved up the paddle lead and repositioned the ipg. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.